Event description:
It was reported the device alarmed and interrogation revealed "raised right ventricular lead threshold values." The patient is deceased and died of causes unrelated to the lead. Relative to the lead, intervention was not performed. The patient was a participant in the improve (B)(6) post market study.